Event description:
A customer reported to baxter (B)(4) an administration set in which a leak occured. According to the report, the set leaked at the needle injection location. The process step is unknown. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and found that the set leaked due to a defect causing the injection site membrane to be loose. The injection site is not manufactured by baxter is bought of an external supplier. This occurrence is related to a problem with the material provided by the external supplier. As corrective action the supplier was notified by this occurrence. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.